Event description:
The field engineer reported that the customer experienced an intermittent loss of the live image. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and replaced the high voltage cable. The system operates as intended.